Event description:
The user facility reported difficulty with the integrity and position of the valve, which resulted in the pt's severe bleeding; decreasing the pt's hemoglobin by 2 points. Info was provided that the valve was damaged, but did not occlude the lumen. Additional info stated that resistance was encountered during the attempt to advance the stent in the introducer. The introducer silicone valve (inside the check-flo valve) detached and advanced into the introducer's sheath. The pt began to bleed as the blood was not stopped by the valve. The physician opened the sheath with a cutter to determine what had occurred; then discarded the product. Pt outcome is unk.

Manufacturer narrative:
(B)(4). No product was received to assist in our investigation. However, we can advise that our quality control personnel 100% leak test this device by inserting a dilator checker (approx 10 cm long) into the disc membrane, prior to the injection of air. In the supplied IFU, the following precaution is stated: "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." At this time, we are unable to determine with certainty why the check-flo disc dislodge from the cap and body as the customer did not provide the specific dimensions and/or type of stent delivery system which was inserted into the valve assembly. We will continue to monitor for similar events.